Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant: the operator attached the leads into the wrong ports but pacing was observed. The leads were removed and reconnected properly. At this point, no ventricular pacing was seen. Leads were removed and reconnected. Still no ventricular pacing. Polarity was changed to unipolar and pacing was observed. However, the unit was removed as they are a bipolar centre and was returned for analysis. Another manufacturer's pacemaker was used without problems.

Manufacturer narrative:
(B) (4). Analysis is pending.